Event description:
Caller reported alarm 01, and their blood glucose was displayed as "high," though the specific value was unknown. There was no reported adverse impact to the customer's blood glucose level. The customer administered a correction bolus via the pump after the issue was resolved and successfully loaded a new cartridge to resume insulin. There was no need for third-party assistance.